Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller would not stay on. They stated the battery pack in the controller somehow drained itself yesterday and now the controller will not take a charge and their stimulator is off. Patient stated the controller comes on when plugged into the ac power supply but the green light does not flash on the controller. Patient noted when they take the battery out of the controller the controller turns off right away. During the call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller powered on. Patient put the battery back into the controller and the green light did not flash. The issue was not resolved. An email was sent to the repair department to replace the controller battery pack.

Manufacturer narrative:
Product ID m995402a001 lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID m995402a001, serial# (B)(6) was returned for product analysis. Analysis found the battery was out of elec. Specification: scrapped due to failed cycle count should be 150 reads 314 scrapped due to failed state of charge should be >=95% reads 93% scrapped due to failed state of health should be >=90% reads 87% medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.